Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the volume discrepancy and suspected over infusion was not determined. It was noted the patient's weight was not collected. The device diagnosis was updated to other pump overinfusion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of bupivacaine, baclofen, and dilaudid via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the patient was refilled on (B)(6) 2018, and was fine the next day, but started feeling very sleepy on (B)(6) 2018, so the patient went to the emergency room. The rep reported the doctor wanted a pacer magnet placed over the pump to stall it. Technical services explained that using the programmer to set the pump to minimum rate would be more efficient, as the logs revealed the pump was starting and stopping even with the magnet remaining over it. The rep stated they would review that option with the doctor on staff. It was also indicated the patient was having an MRI done that day ((B)(6) 2018). Additional information was received from a healthcare provider (hcp) via a clinical study indicated the patient receiving compounded baclofen with an unknown dose and concentration. It was noted that the managing emergency room physician was notified on (B)(6) 2018. It was noted that a magnet was placed over the pump on (B)(6) 2018. A magnetic resonance imaging (MRI) was performed on (B)(6) 2018 and the manufacturer representative (rep) was unaware of any other tests conducted by the hospital. It was noted that the managing physician suspected overdose of medication. It was noted that the patient's pump was filled a couple days before presenting to the hospital. On (B)(6) 2018 it was noted that the patient had their pump refilled on (B)(6) 2018 without any changes to the concentrations or daily doses. The patient reported a seizure and then reported to the emergency department (ed). The patient's husband reported altered mental status and lethargy on (B)(6) 2018. On "(B)(6) 2017" the patient was transferred from the ed to the hospital where the patient was scheduled for a pump replacement and possibly a catheter revision. On (B)(6) 2018 the pump was explanted/replaced without a catheter revision. On (B)(6) 2018, pump interrogation revealed the interrogated reservoir volume (irv( was 38.9 ml. However, they aspirated only 36 ml. The pump was refilled with saline and reprogrammed to reflect the new reservoir volume. It was noted that the device will be returned to manufacturer for analysis. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other suspected pump overinfusion, and the clinical diagnosis was symptoms of suspected overdose. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-mar-08. It was reported that the patient's symptoms improved the day of the replacement and the hcp had not been in touch regarding further symptom issues. It was further noted that the patient had something similar happen one day following her last refill in (B)(6) 2017, but there was no significant reservoir volume discrepancy during that refill.